Manufacturer narrative:
(B)(4). Product analysis: the delivery system returned. The stent remains implanted. The balloon folds were open and residue was present inside the balloon. There was a detachment on the hypotube approximately 87.2cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The hypotube was kinked in numerous places. Image analysis: the images received confirm that resolute integrity was used in the procedure. The images capture the lesion site in the rca . The delivery and deployment of the resolute integrity 3.5 x 26mm stent is shown in the rca. A spiral dissection is visible in the vessel proximal to the first stent deployed. The images then capture the delivery and successful deployment of an unidentified stent in the rca at the site of the dissection.

Event description:
It was reported that the physician successfully implanted a resolute integrity rx drug eluting stent in a patient who underwent the procedure to treat angina pectoris. The device was inspected prior to use. The rca lesion exhibited 90% stenosis. It was reported that the patient had a dissection of the rca on the proximal stent and was reported to have felt severe chest pain. The physician implanted another stent and it is reported that the patient is doing well. The physician commented that the dissection was related to the operation. The procedure was delayed by 20 mins. The patient has been discharged from hospital.

Manufacturer narrative:
The physician related the chest pain to the dissection but not related to the resolute integrity. The resolute integrity had been prepped per IFU. No issues noted during inspection. A mdt balloon was used during the procedure. The lesion had been pre-dilated. The resolute integrity did not pass through a previously deployed stent. Resistance was encountered during delivery of the device and excessive force was applied. The dissection was treated with another mdt stent. Patient is well. Patient was on dapt at the time of the dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.